Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered.   The 99% stenosed target lesion was located in the mildly calcified unspecified vessel. A 3.00 x 32mm promus element plus stent was advanced to treat the lesion but it was unable to cross the lesion. Pre dilatation was performed several times and another attempt was made however, the device still failed to cross the lesion. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The fourth row of struts towards the middle section of the stent were lifted and slightly bent. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).